Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, infection, tape breaking, suprapubic pain, incontinence, dyspareunia and cystocele. A removal of the mesh was performed.